Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed excessive moisture in the breathing system. The seals, bellows and flow sensors were replaced. The unit was cleaned, and returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported the lost the ability to mechanically ventilate. There was no report of patient injury.